Event description:
Customer reported an issue with the panorama telepack spo2 modules which may have resulted in a loss of ambulatory telemetry spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps repaired a broken latch and calibrated modules to factory specifications.